Manufacturer narrative:
Conclusion: the actual sample was returned for evaluation. Visual examination revealed that no breakage of the suture could be observed. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and suture was used. During the procedure, ligation could not be performed and the loop came off. No pieces fell into the patient. The procedure was completed with a like device. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.